Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead was too close to the right atrial (ra) lead causing syncopal spells. The rv lead was capped and repositioned and a new lead was implanted. No further patient complications have been reported as a result of this event.